Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "powers off intermittently" was not reproduced and no visual abnormalities that could cause or contribute to the reported problem were observed. The device was tested with a known good battery and functioned as intended. A review of the event history log revealed "improper shutdown" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined however, rear case required to replaced as a precautinary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off intermittently. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.